Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The reported event was not duplicated. Upon disassembly for visual inspection, the diagnostic engineer observed debris on the motor coils and the tps flex assembly was delaminating. The handpiece is not repairable and will not be returned to the user facility.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the micro sagittal saw ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the micro sagittal saw ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.